Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument and tip cover accessory were analyzed. The instrument was found to have a broken tube extension at the orange plastic. There are signs of missing material. Thermal damage was not observed. The instrument was also found to have the proximal clevis dislodged due to the broken main tube. The tip cover was found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.131¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The tip cover was found to have bulging in the middle of the tip cover. The instrument's main tube was broken, causing the scissor tip to tear the tip cover and to bulge at the location of the broken main tube. The complaint was confirmed by failure analysis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The probable root cause of a damaged tip cover is attributed to the instrument's broken main tube, which caused the scissor tip to tear the tip cover.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the monopolar curved scissors instrument's tip joint was broken, and the trocar would not come out. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue when the distal end was damaged. When the instrument and cannula were removed, the incision was slightly widened to facilitate removal, and no additional ports were placed. No photographic images or video recordings of the device or procedure are available for isi review.